Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device failed opcheck for leads. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2015-06400.